Event description:
Ambulance personnel were called to the pt's home for diabetic event. During transport, the pt's cardiac status suddenly changed from normal sinus to 3rd degree av block without response to appropriate drug therapy. External pacing was attempted however allegedly the device displayed a leads message and would not pace. The rptr stated there were no adverse effects to the pt as a result of the alleged malfunction.